Event description:
An olympus representative reported to olympus on behalf of the customer that the gastrointestinal videoscope, had weak air/water supply. The issue occurred during diagnostic gastro-endoscopy procedure. The procedure was completed with another similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation found, a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. In addition to the reportable malfunction of a foreign object inside the nozzle was found to be due to insufficient cleaning. The additional non-reportable findings were as follows: due to clogging of nozzle, air/water supply volume did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down angulation control knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, the control unit had discoloration, the adhesive on bending section cover had a chip, a crack and a scratch, the scope connector cover unit, the suction connector, the protector of universal cord on suction connector side, the control section side, the universal cord, the image guide protector, the grip the suction cover, the switch box, the plastic distal end cover switch 1, the forceps elevator knob, the up/down angulation control knob, the right/left knob and the control unit, the connecting tube, all had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h10: there were abnormalities in the accessories used for reprocessing but no further details were provided. This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because there was a deviation from the instructions for use (IFU) regarding the user's reprocessing method. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.